Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited failure to capture during mode switching. The physician elected to monitor the patient, no intervention was performed. There were no patient consequences.